Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an increase in right ventricular (rv) lead pacing impedance from 700 ohms to 1,950 ohms, ultimately reaching greater than 2,000 ohms. Additional tests were performed on the lead and an increase in threshold measurements from 1.8 v to 3 v was observed. An xray was performed and the right atrial (ra) lead appeared to be kinked. A revision procedure was performed and the rv and ra leads were surgically abandoned. The physician elected to explant the device at the same time. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.